Event description:
Spontaneous call from patient regarding tubing leaking patient states its been ongoing for months. No adverse effect reported. Did this reported product fault occur while in use with the patient?- yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did we replace device? No. Report to (B)(6).